Manufacturer narrative:
Per tandem's user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that a malfunction alarm occurred. The customer reported having reused insulin from an old cartridge to refill a new one. Cts educated customer that this was off label usage. Customer's blood glucose level was 334 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.